Event description:
It was reported that the patient alert tone sounded due to oversensing. During the revision procedure, an insulation defect was felt on the pace/sense connector of the lead. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.